Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: worn out video connector unit with deformed / bent pins a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image due to worn out video connector unit with deformed / bent pins. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had plugging in certain scopes it's not registering audio/video. The issue was found during set up of the device. There was no patient involvement.